Event description:
It was reported that the bd sharps collector 8 qt multi-use nestable experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: the customer found that a needle was piercing through the red base of sharps collector.

Manufacturer narrative:
H.6. Investigation: according to the DHR review process; the results showed there were no issues reported like wall thickness out of specifications, bubbles (failure mode that could contribute to a low resistance to needles in the collector wall), during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the results showed there were no issues reported like wall thickness out of specification for the same part number throughout the last twelve months. According with this investigation and the information provided from the customer (picture) a needle piercing through can be seen, with this evidence provided there can be seen an incorrect use because in the sharps collector 8 quart IFU contains clear directions for use stating that forcing or overfilling sharps into collector may cause serious injury, also, as part of the product characteristic the collector is puncture resistance but not puncture proof. Therefore, the failure mode could be related as customer misuse as directions for use were not follow and the sharp collector functionality was altered (in the picture can be seen that the overfilling line was exceeded). H3 other text : see h.10

Manufacturer narrative:
OEM manufacture: (B)(4). Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd sharps collector 8 qt multi-use nestable experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: the customer found that a needle was piercing through the red base of sharps collector.